Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2020-00052 under the same suspect medical device but an incorrect manufacturer name, city and state. Completed information patient identifier: sid (B)(6) year old female, sid (B)(6) year old female. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed false negative sars-cov-2 igg results generated on the architect i1000sr processing module for two patients. The following data was provided: (B)(6) year old female patient (B)(6) 2020 sid (B)(6): initial result = 0.13 s/co (negative), repeat result was negative, (B)(6) 2020 pcr was positive. (B)(6) year old female patient (B)(6) 2020 sid (B)(6): initial result = 0.02 s/co (negative), repeat result was negative, (B)(6) 2020 pcr was positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16253fn00 was completed. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.

Manufacturer narrative:
Additional patient data was reported by the customer on (B)(6) 2020. Event description of this reported has been updated to include two additional patient's data. Correction to (B)(6) female patient's data on (B)(6) 2020 that was original reported with the initial report: event description was updated to include this clarifying information provided by the customer. Patient identifier: (B)(6). An evaluation is in process for the new patient data provided by the customer. A follow-up report will be submitted when the evaluation is complete. The investigation ongoing for the new patient information.

Event description:
The customer reported two additional patients with false negative sars-cov-2 igg results. The following data was provided on 29jul2020: (B)(6) female patient: (B)(6) 2020 (B)(6) initial and repeat results were negative, (B)(6) 2020 pcr was positive (B)(6) female patient: (B)(6) 2020 (B)(6) initial and repeat results were negative, (B)(6) 2020 pcr was positive correction to (B)(6) female patient's data that was in initial report: the customer clarified that the (B)(6) female patient was drawn twice. First blood draw: (B)(6) 2020 (B)(6) initial result = negative second blood draw: (B)(6) 2020 (B)(6) initial result = 0.13 s/co (negative), repeat result was negative, (B)(6) 2020 pcr was positive.

Manufacturer narrative:
Product evaluation conclusion was updated to include r&d testing and investigation results on the two additional patients with negative sars-cov-2 igg results. Conclusion update information was originally provided for negative architect sars-cov-2 igg results obtained for patient 1 ((B)(6)female) (B)(6) (tube (B)(4)) and patient 2 ((B)(6)female) (B)(6) (tube (B)(4)). Clarification was provided and patient 1 ((B)(6) female) had two samples drawn; (B)(6) (tube (B)(4)) was drawn on the (B)(6) 2020 and (B)(6) (tube (B)(4)) was drawn on the (B)(6) 2020. Both samples tested sars-cov-2 igg negative at the customer site. The customer returned two samples for testing; tube (B)(4) (patient 2) and tube (B)(4) (earlier draw for patient 1). Testing of the returned patient samples using the on-market assay gave negative results aligning with the customers observation. Additional testing using in process development assays for igg, igm and total ig was performed on the patient samples. Negative results were obtained on all three tests for tube (B)(4) (patient 2) indicating the sample is potentially a true negative. Positive results were obtained on all three tests for tube (B)(4) (patient 1) indicating possible seroconversion or delayed immune response. The assays used for the additional testing are still in development. Additional information was provided for two further patients with negative architect sars-cov-2 igg results obtained: sid (B)(6) was drawn from a (B)(6) female patient and tested on the (B)(6) 2020 returning initial and repeat negative results. No specific results were provided. On the (B)(6) 2020, pcr was positive. The patient had symptoms of covid-19, however the date of onset of symptoms was not provided. Patient immunocompromising information was also not provided. According to the, patel r, et al, "report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars-cov-2/covid-19", mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, no date was provided for onset of symptoms however sid (B)(6) was tested > 60 days after the pcr positive test. Quan-xin long et al, "clinical and immunological assessment of asymptomatic sars-cov-2 infections", nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. Sid (B)(6) was drawn from a (B)(6) female patient and tested on the (B)(6) 2020 returning initial and repeat negative results. No specific results were provided. On the (B)(6) 2020, pcr was positive. The patient had symptoms of covid-19, however the date of onset of symptoms was not provided. Patient immunocompromising information was also not provided. The patient was pcr positive 4 days after the negative architect results indicating the patient was in the acute phase. It would be recommended to retest for igg antibodies at a later date. The product package insert advises the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patients. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. "Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019", medrxiv. Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.